Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient underwent surgical intervention to remove and replace the ipg. The patient is nowsatisfied.